Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The lesion was pre-dilatated with an unspecified semi-compliant balloon and a 2.75x48mm xience xpedition stent was deployed. Post dilatation was performed with a 2.75x12mm non-compliant balloon and a distal edge dissection was observed. A 2.75x18mm xience prime stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.